Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic after receiving an alert for non-sustained lead noise due to post-paced t-wave oversensing. The event had been noted on the stored egm. The device was reprogrammed and remains implanted.